Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).

Event description:
A purchasing agent reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome which caused myopia. The lens was exchanged approx two months after initial implantation with the same model iol but less power. In a f/u, the reporter stated that the event resolved after the exchange procedure. No further info is expected.